Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (sn (B)(4) failed functional testing and displayed user advisory (ua) 41 (patient temperature sensor failure). No patient involvement.

Manufacturer narrative:
During preventive maintenance performed at zoll, the autopulse platform (sn (B)(4) failed initial functional testing due to a user advisory (ua) 41 (patient temperature sensor failure) error message. The root cause for the (ua) 41 error was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2015 and is more than six years old, past the expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The autopulse platform failed initial functional testing due to (ua) 41 error message displayed upon powering on. The defective temperature sensor was replaced to address the observed (ua) 41 error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse with serial number (B)(4).